Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent, list number 07k78-25, manufacturing site (B)(4) to architect i2000sr analyzer, list 03m74-01, manufacturing site abbott manufacturing inc. (B)(4) on september 5, 2017. MDR number 1628664-2017-00363 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect total b-hcg result of 1471 miu/ml was generated for a patient on (B)(6) 2017. The patient stated that she could not be pregnant, so the sample was retested and the architect total b-hcg result was negative at less than 1.2 miu/ml. A new sample was drawn and the result was also negative at less than 1.2 miu/ml. No adverse impact to patient management was reported.